Event description:
It was reported that during an unknown procedure, a partial blade detachment occurred. The lesion location is unknown. Following inflation and removal of the catheter from the sheath, one of the blades appeared to have partially detached. The physician was uncertain as to when the partial blade detachment occurred. The procedure was completed without any patient injuries or complications. Patient status is listed as "ok." Further information has been requested, but has not been received.

Manufacturer narrative:
The device has not been received as of the date of this report. Should further relevant information become available, a supplemental MDR will be filed.